Event description:
Customer reported a patient sample with known anti-jka did not react with heterozygous cells and all but one of the homozygous cells of 0.8% resolve panel a lot 8ra194. One homozygous cell (cell 10) reacted 1 plus. No death or serious injury is associated with this event.